Event description:
Boston scientific crm received information that this device exhibited long charge resulting in declaration of end of life earlier than expected. It was also reported that this device exhibited a fault code for long charge times.

Manufacturer narrative:
The device was explanted and replaced. As of today the explanted device has not been returned for analysis.